Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good physical condition. A review of the event history log (ehl) identified pump motor drive phase b post, low battery, and battery depleted. During functional testing was unable to duplicate the pump motor drive phase b post error at power up. This alarm can occur if pump is operating on battery power, and battery is nearly depleted (low battery and battery depleted messages were found in the ehl). The root cause of the problem was the customer did recharge battery pack after depleting it. Replaced the battery for preventive. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a plunger error and would not hold a charge. No patient injury was reported.